Event description:
It was reported by the patient via blog that the treatment caused welts and burns on her cheek.

Manufacturer narrative:
Numerous attempts were made in attempt to contact the patient to confirm the event. On (B)(6) 2012 patient contacted ulthera and confirmed the event. Physician was contacted and mentioned that he is not sure if he treated the patient and if other procedures were performed upon this patient. Patient reports that the physician did perform the procedure. Physician stated, "it was the end of the day, I was in a hurry." In addition, physician could not confirm if ultrasound gel was used during the procedure.